Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. Device evaluation: visual analysis of the returned device identified broken shell, missing shell, black particles material on the shell, and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp broken edge opening in the shell with nick assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge opening in the shell with nick due to surgical impact, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.